Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. An initial report was previously submitted to FDA on 05/01/2008; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. A copy of the initial report from 05/01/2008 MDR # 2124215-2008-32472 is attached.

Event description:
Additional information received indicates this device was explanted for normal battery depletion. No adverse patient effects were reported.